Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the right side frame broke where the arm receivers mount.